Event description:
The patient felt the stimulation from the deep brain stimulator was unstable. The hcp suspected a short in the extension or early battery depletion. Prior to replacement, the hcp checked impedances because he suspected damage of the lead or extension (results not reported). The pulse generator and the extension were explanted and replaced. Intraoperatively there was no evidence of a short in the extension. The lead remained implanted. The hcp reported the pt outcome as 'recovered'.

Manufacturer narrative:
Final device analysis revealed no significant anomalies of the implantable pulse generator. The epoxy bond between the hybrid circuit and the battery terminal was broken. The electrical connections were intact; there was no impact to device performance. There were no electrical anomalies with the hybrid circuit that would cause a premature depletion. The implantable neurostimulator battery was found to be depleted. The difference between the actual battery life and the expected battery life may be related to the breached depression in the insulation on the extension to the #0 and #1 conductors.